Event description:
A report was received stating, during patient use, a ventilator's display was suddenly blank. The ventilator was removed from the patient. The patient was then manually ventilated until an alternate ventilator was set-up. There was no report of patient harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).